Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked case on the display window corners, minor scratches on the lcd window, a cracked reservoir tube window corners, a cracked reservoir tube lip, cracked battery tube threads, and a scratched casing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of hospitalization for high blood glucose of 650 to 700 mg/dl. Troubleshooting found no air bubbles or leaks in the tubing or reservoir and the drive support cap was normal. The customer stated that the site is changed every 2 to 3 days and the pump settings and basal rates are correct. The customer was advised to change out entire set, reservoir and insulin and treat per doctor's instruction. The customer was advised to call back if further assistance is needed.